Event description:
Attorney's report of patient's alleged abdominal pain, nausea, emesis and surgical repair of the mesh in 2003.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report to complete to the best of our current knowledge.